Manufacturer narrative:
The insulin pump passed the self-test. No alarms noted. The insulin pump received with excessive alarm and memory was erased due to connector in mother board broken solder joint. The insulin pump monitored for several days with no blank display anomaly noted. The insulin pump received with normal operating currents. No damage found on lcd isolation tape noted. The insulin pump received with cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of an unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump is giving him a hard time. The customer stated that the pump loses the date and time and unexpected restart occurred. The customer stated that there was a blank screen and it counted down to 6 and loses vibrate. The customer stated that he changed the battery three times in the last 2 days and is prompted to change the time and date followed by the unexpected restart alarm. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.